Manufacturer narrative:
H11: correction: upon further review, it has been identified that the reported event is not a failure mode that could cause a death or serious injury if it recurs.

Event description:
A customer reported an active leak the couplers on the unit.

Manufacturer narrative:
A leak is a known failure mode in the bodysculpting risk documents. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak at the front couplers on the serum side of the unit. There was no patient safety impacted.